Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had experienced high blood glucose and was in intensive care unit on (B)(6) 2019. The customers glucose was 800 mg/dl, 400 mg/dl, 511 mg/dl  and 130 mg/dl. The customer was treated in insulin pens in emergency room. The customer had symptoms such as vomiting blood, nausea, and dehydrated. It was reported that then customer was dehydrated through intravenous. It was reported that the insulin pump was not giving insulin. The customer had 8 emergency visit 3 by ambulance. It was reported that they bolus was blocked tubing. It was reported that the customers mother declined troubleshooting. The insulin pump will not be returned for analysis.